Event description:
The tip of the wire was found to be unravelled when taken out of the package. The product was no clinically used in the pt.

Manufacturer narrative:
During removal of a stabilizer steerable guidewire from its protective hoop, the tip was found "unwrapped." Appropriately, the product was not used. Removal technique was not reported. Analysis of the returned product did not identify any manufacturing deficiency. The damage appeared consistent with a wire that was removed from the distal end, or from the proximal end while the distal end was under constraint. With the available information, device handling may have contributed to the event. The tip wire stretched condition was confirmed. As received, the specimen did not present any indication of manufacturing defect or anomaly. The stretched coil damage suggested the specimen was removed from the dispenser assembly distally, or came under constraint while being removed proximally resulting in the coil wire unwrapping. The specimen (with the exception of the damage noted above) was visually and dimensionally correct. The event appeared to be handling related at the end user. These observations and suppositions were based on the evidence presented by the sample article and the supporting documentation. The exact cause for this incident could not be determined from the information provided. All evidence indicates the product met specification prior to shipment.